Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: customer return sample / photo and/or retain evaluation summary: three samples were returned, and a photo was attached, showing a small, black piece of plastic, adhering to the IV cannula. The three returned needles were examined under magnification, and each of them had a tiny, black, plastic fm on their IV cannula. The product information on the np shields was concealed, but were from a different lot number to the complaint ((B)(4) instead of (B)(4)). DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR. Investigation conclusion: the complaint was confirmed upon evaluation of the customer returned samples and photos. Root cause description: (B)(4) was opened to investigate the issue of hooked needle points resulting from the tip of the needle coming into contact with the IV needle shield. It is understood that this contact also cuts a small piece of the shield away, which then can become attached to the needle. The point of the needle is not always damaged to such an extent it is noticeable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. (B)(4).

Event description:
It was reported that a tangible dirt spot was found on the tip of a bd¿ vacutainer¿ multi-sample needles 22g x 1.5" before use. No injury or medical intervention.